Manufacturer narrative:
Evaluated 4 open/used reservoirs. Inspected reservoirs, snap-cap, and septum for anomalies, none were found. Ran occlusion test per (B)(4) as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoirs and connector into a 5xx pump, performed pump manual prime, saw fluid flow through infusion set and out catheter tip. Conclusion: reservoirs not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had no delivery alarm. The customer¿s blood glucose level was 185 mg/dl at the time of the incident. Customer stated the no delivery was resolved by reservoir changed. Troubleshooting was performed. The reservoir will be returned for analysis.